Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. The merlin programmer exhibited a battery/longevity data anomaly. After a software upgrade was performed, the longevity estimate improved. The patient's condition post event was stable.